Event description:
Device malfunction: distal guide detached (device #2). Time of device malfunction: during vessel closure. Symptoms/ae: surgical retrieval. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a heavily scarred common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred. The device was removed and a second proglide was used; however, the distal guide sheath detached, just above the foot plate. The wire that controls the footplate broke at the proximal attachment lever. The distal guide sheath and wire were surgically removed from the artery, and the artery was surgically repaired. There were no reported adverse patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. Device #1 - proglide (part# 12673-03; lot# 69151-6h), is being filed under medwatch report #2953144-2008-01998.